Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: a mentor smooth round moderate profile 300cc , catalog 3501645, sn (B)(4) n, lot 5661765. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a mentor smooth round moderate profile 300cc and suffered from the deflation on the right breast implant. As a result, the patient had undergone removal and replacement with mentor smooth round moderate profile 325cc on (B)(6) 2020.

Manufacturer narrative:
On 2/19/2020, during visual evaluation of the device it was observed a crease in posterior view, additionally a tear within the crease was noted, measuring approximately 0.1 cm. Leak testing revealed there was leakage from the valve. The evaluation determined that the rupture is consistent with a crease/fold rupture. The analysis was unable to determine the root cause for the leaking valve. These kind of findings is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).